Event description:
This was a cardiac lead removal case conducted in the operating room to remove 3, five year old leads (ra, rv & lv) due to an acute infection status-post (B)(6) 2011 generator change. An arterial line was placed, fluoroscopy in use, cvs/ heart team on standby, and tee available. The md prepped the ra and lv leads with a lld-ez and the rv lead with a lld-e. Lasing began with the 12f sls ii on what was thought to have been the ra lead. Just distal of the svc the lead began to "fall apart". The 12f sls ii was removed, md sutured and secured the lead and cut away the outer coil and compromised insulation. The sls was re-inserted and the lasing resumed. It was noted via fluoroscopy that what was thought to have been the ra lead was in fact the lv lead. The md then began to manually push the laser forward and applied counter traction without the laser being turned on. The lv lead was successfully extracted. Soon after removing the lv lead the pt's arterial bp was reported to have been declining. Tee showed cardiac volume depletion and the decision was to perform an emergent sternotomy. Within 3 minutes of the bp drop the pt's chest was open and the injury accessable. The pt was placed on bypass and a 4cm coronary sinus tear was replaced. The cvs reported the "lv lead had a significant amount of tissue attached and scared the entire length of the outer wall". The ra and lv leads remained in place. The pt was in the process of being removed from bypass when the cvs noted the sutures were not holding so the pt was reconnected to bypass. Deciding to now attach a graft to the injury, the ra and rv leads were again prepped for extraction and ultimately successfully extracted. The pt was transferred to the cvicu, recovered and was eventually discharged. There were no devices retained for return analysis as they were disposed of during the code. An internal lhr review revealed no non-conformances or issues.